Event description:
When removing conmed manipulator from pt's vagina, it came apart. All pieces were located and accounted for. Current lot codes in house: 1111011; 1110251; 1110031; 1107251; 1108312; 1103011; 1106152; 1103291; 1107121.